Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, the patient presented with phrenic nerve stimulation. The lead was reprogrammed and the event was resolved. The patient was in stable condition.